Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient was unable to connect to the ins to charge it. The patient was seeing the poor communication screen on the programmer and saw the reposition antenna screen on the recharger. The patient tried to charge the ins, but they were unable to. The recharger would not communicate with the ins. The last successful charge session was at the end of (B)(6). The patient was directed to follow up with a healthcare provider (hcp) for a physician mode recharge. Additional information was received from the patient on (B)(6) 2019. It was reported that since (B)(6) 2018, the patient¿s implantable neurostimulator (ins) had not been working. Since (B)(6) 2018, the patient has been trying to get a healthcare professional (hcp) to address the issue. They got a surgeon but needed a manufacturer representative (rep) to attend the consultation with the hcp before the patient could get the ins replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had a return of symptoms and the ins stopped working. The rep indicated the device was most likely at eri. They attempted to read the ins but they were unsuccessful. No contributing factors were reported. It was indicated that no surgical intervention occurred but surgical intervention was planned. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.